Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a certas valve separated during implantation and was revised. The lumber catheter was separated during the surgery. A fragment of the complaint lumber catheter was implanted in spinal canal, but the patient is asymptomatic. Therefore it was replaced with a new catheter. The surgery time delayed due to this incident but it completed successfully. The surgeon commented that this issue might have occurred by damaging the complaint catheter by a needle.

Manufacturer narrative:
UDI information: (B)(4). Sample was received for evaluation. The catheter was visually inspected, no defects were noted, the end of the catheter was clean cut. The catheter was leak tested; no leaks found. No root cause could be determined, as the technician could not find any problems with the 1200mm of catheter. No lot information was provided therefore no manufacturing records could be reviewed. Based on the results of the investigation, the reported issue is not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.